Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, the keypad detached and fell into the patient's operating area. The surgery had not been started yet. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential that parts could fall off into sterile field or during procedure and lead to contamination in case of event recurrence.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of d4 version or model # field deems required. This is based on the internal evaluation. Previous d4 version or model # ardpwt239393a corrected d4 version or model # ard569201967.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, the keypad detached and fell into the patient's operating area. The surgery had not been started yet. There was no injury reported, however, we decided to report the issue in abundance of caution based on the potential that parts could fall off into sterile field or during procedure and lead to contamination in case of event recurrence. According to the information provided by the getinge technician, the pwdii-keypad (ard569201510) was replaced, the functioning tests were carried out with positive results. It was established that when the event occurred, the surgical light did not meet its specification due to detached keypad membrane, which contributed to the event. According to the information gathered during the investigation, upon the event occurrence the device had not been being used for patient treatment. The issue had been discovered prior to treatment procedure. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is low. According to the subject matter expert at the manufacturing site, it was concluded that the causes of this keypad debonding remains unknown. Several hypotheses have been considered and assembly process at supplier's site has been improved accordingly: tool modification in order to have a homogeneous pressure on the entire keypad surface, timer implemented for a constant time pressure, implementation of a new tool (press) allowing to adjust and to measure time and force with sensors. So far this is an isolated case for this issue with device type getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).